Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that pump has "parts that need replac(ing) the only difference is wear and tear." There was no allegation of an adverse event. This complaint is being reported as a malfunction resulting from wear and tear may interfere with insulin delivery.